Event description:
The following information was reported to bsc. "The temperature console is not working (not getting displayed), as a result, the doctor ended up charring the tissue while isolating the pulmonary vein during an af ablation procedure."

Manufacturer narrative:
The device is expected to return. A follow-up report will be submitted once investigation is completed.